Event description:
Joerns healthcare received the included information. The device(s) in question was not manufactured nor imported by joerns healthcare, per section 803.22 (8) (2) we are submitting the following information. We are forwarding this information for further evaluation and processing. The manufacturer, caremed, of the device involved in the incident was notified by joerns on may 28, 2017. The bed. Patient fell , and was found in the sitting position on the floor. Left arm wedged in bed. No injuries listed. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).